Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking thumbwheel was able to be confirmed. The reported thumbwheel break was unable to be confirmed. The reported difficult or delayed activation unable to be replicated in a testing environment due to the condition of the returned device (sent previously deployed). The reported stretched stent and the reported stent break were unable to be confirmed as the stent was not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 7.0x100mm absolute pro self-expanding stent system (sess) was advanced over a .018inch non-abbott guide wire to the target lesion. It should be noted the absolute pro self-expanding stent system instructions for use (IFU) states: one (1) 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018" guide wire in conjunction with interaction with the moderately tortuous and heavily calcified anatomy resulted in the noted multiple stent sheath kinks and the noted jacket kink; thus preventing the shaft lumens from moving freely resulting in the reported physical resistance/sticking thumbwheel/noted thumbwheel mechanical jam and the reported difficult/delayed activation deployment. Manipulation of the compromised device resulted in the reported free spinning thumbwheel. During removal using force resulted in the reported stretched stent and ultimately resulted the reported stent break. As reported, a supera stent was placed over the absolute stent and routine post-dilatation was performed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6 medical device problem code: 2017 - failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately tortuous and heavily calcified lesion in the superficial femoral artery. The 7.0x100mm absolute pro self-expanding stent system (sess) was advanced over a .018inch non-abbott guide wire to the target lesion. Halfway through deployment the wheel would no longer move. The stent was only half way deployed. The physician was attempting to spin the thumbwheel relatively hard on order to deploy the remainer of the stent when the wheel broke internally and was free spinning. The sess had to be forcefully pulled to remove it and this caused the stent to elongate. The stent was deployed in both the intended site and healthy tissue. The stent was fractured, therefore a supera stent was placed over the absolute stent and routine post-dilatation was performed. There was no clinically significant delay in the procedure.